Manufacturer narrative:
Citation: sedrak, m., pezeshkian, p., sabelman, e.e., srivastava, s., bruce, d. M., bernstein, I. (2018) movement of deep brain stimulation electrodes over time. Neuromodulation: technology at the neural interface; 21: e21. Doi: 10.1111/ner.12774 the source literature included the following device specifics: product ID: neu_unknown_lead, serial/lot #: unknown. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: deep brain stimulation (dbs) utilizes precisely placed electrodes within the brain in order to treat various conditions including movement disorders. Typically, the treatment is durable over time, but occasionally therapy can be lost. Events: it was reported that on average, 10 patients experienced a lead migration of 1.99mm. It was also stated that deep brain stimulation (dbs) electrodes migrate over time. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.